Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test at 0.08735 inches. No over delivery anomalies noted. Unit properly connected to the glucose sensor simulator. No sensor anomalies noted. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 341 mg/dl at the time of the call. The customer was given glucagon to treat. The customer went up to 471 mg/dl after being treated. The customer had levels of 66, 280 and 400 mg/dl. The customer experienced symptoms such as sweating and unresponsiveness. The customer was wearing the insulin pump during the incident, but was not using the sensor. The customer's pump may have over delivered. Troubleshooting was not completed. The customer needed assistance changing their pump settings per their endocrinologist. The customer also had an urinary tract infection. The insulin pump will be returned for analysis.